Event description:
Related manufacturing reference number: 2017865-2022-42829. Related manufacturing reference number: 2017865-2022-42831. Related manufacturing reference number: 2017865-2022-42833. Related manufacturing reference number: 2017865-2022-42834. It was reported that the patient died due to unknown causes. The physician does not allege the implantable cardioverter defibrillator and/or lead caused or contributed to the patient's death.